Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4) information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient who was receiving saline via an implantable pump. The date of the event was (B)(6) 2018. It was reported the patient was implanted with a new pump on (B)(6) 2018. The pump had been stored at the hospital and not one that the representative carried with him. The pump was filled with saline and programmed. Post-operative the pump alarm was heard once every 10 minutes. The pump was interrogated with the 8840 (clinician programmer) and a motor stall was noted. A motor stall occurred (B)(6) 2018, and motor stall recovery (B)(6) 2018. Further trouble shooting was planned for 12/31/2018. The pump logs were not checked prior to implanting the pump. The patient did not recently have magnetic resonance imaging (MRI). On 12/31/2018 the pump alarm was silenced. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The representative met with the patient on 1/7/2019 to re-interrogate the pump and everything was normal. Everything has been resolved at this time.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative.the cause of the motor stall was not determined.